Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the procedure got delayed during the diagnosis and the procedure was completed after restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no image on flexvision. Review of the system log file cannot be able to confirm the issue. Rse suggested to customer that to turn off and on the wcb, but issue did not resolve. Customer restarted the system. After restart, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the optical connection in the machine room, changed the equipment settings and reconnected the dvi cable to the pc. Later, the issue occurred again, the device returned to full functionality by replacing the flexvision pc. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that external input images do not show up on the flexvision monitor of the azurion 7 m20 system. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.